Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this a venotomy closure of a right common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional micra procedure. Reportedly, the first prostyle suture was successfully pre-placed but when placing the second prostyle device, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 24fr and the micra procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.